Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: "it was reported that the tube was dirty/stained."

Event description:
It was reported that prior to use, foreign matter was discovered with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that the tube was dirty/stained.

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2020. B.5. Describe event or problem: it was reported that prior to use, foreign matter was discovered with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that the tube was dirty/stained.

Event description:
It was reported that prior to use, foreign matter was discovered with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that the tube was dirty/stained.

Manufacturer narrative:
H6: investigation summary: one (1) customer photo was received for review and analysis. The photo confirms the reported complaint of foreign matter. Based on the review of the customer photos, investigation results, this complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.